Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: an alarm indicative of a potential malfunction of the disposable cassette was reported and a leak from an unknown location was reported, which is known to cause this alarm.. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a low priority max air in the line alarm. The patient was connected at the time of the alarm. This occurred during dwell two of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location. The floor was wet. There was no report of patient injury or medical intervention associated with this event. No additional information is available.